Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of home pt's homechoice machine during dwell 1/5 cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt left the clamp open on an unused supply line during therapy. Baxter's technical service center assisted the home pt in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per the home pt.